Manufacturer narrative:
Concomitant products: 407652 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. There appeared to be undersensing on the right atrial (ra) lead, and possible loss of capture on the right ventricular (rv) lead, upon reviewal of a stored episode. The physician noted that they had not noticed any capture issues on telemetry. The leads remain in use. No further patient complications have been reported as a result of this event.